Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with cracked case on the back at the battery tube area. The pump was received with missing display window cover, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 228 mg/dl. Customer reported that the clear ring is broken. Customer reported that reservoir appears to lock in. The insulin pump will be returned for analysis.